Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the pt had a pain stimulator put in and "they were conflicting with each other". Pt clarified that their pain stimulator interfered with their medtronic interstim implant starting about "(B)(6) of 2011 or (B)(6) of 2012". Pt stated they turned the pain stimulator (spine stimulator) off because pt was in "so much more pain" on their spine stated it "did not go well at all". Pt clarified that the pain stimulator was not a medtronic device (pain stimulator was from boston scientific). Agent did not ask about the circumstances that led to the reported issue. Documented reported event. Agent focused on pt's reason for call (lost programmer/MRI information). Pt stated they lost their programmer but they turned off their ins over 10 years ago as pt no longer had a need for the therapy (pt stated they were "doing fine by myself"). Pt stated they know that the ins is off as it has not been stimulating. Agent reviewed lost programmer replacement process and reviewed the process to request a rep at the MRI facility if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned."these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.